Manufacturer narrative:
H3, h6). The manufacture representative went to the site to test the imaging system and system was not opening. Customer stated the door was not opening, so they hit the sidewall cover and then it opened. When they arrived, the door opened as expected. They check covers for clearance. System was working as intended. Returning to customer as working as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to open the gantry and had to manually open it. Caller reported after manually reopening the gantry, they were still unable to close or open the gantry without doing it manually. There was no patient involvement.